Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr) due to undersensing on the atrial channel. Technical services (ts) reviewed the reports and provided reprogramming options. The device remains in use. No additional adverse patient effects were reported.